Manufacturer narrative:
Analysis of programming history.

Event description:
During a review of the pt's programming history, a faulted systems diagnostic test was observed on (B)(6) 2007. A final interrogation was not performed following the faulted diagnostic test, which resulted in the pt leaving at un-intended settings. The pt was then seen on (B)(6) 2007, where the pt was initially interrogated and found to be at faulted settings with an output current of 0.0ma. The pt's settings were corrected during that visit.